Manufacturer narrative:
The patient's blood pressure was low. Bp 97/40. The subject was admitted over-night for observation. Diagnosis upon discharge was hypotension after carotid stent. No diagnosis of tia or stroke. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4) study, the subject had bradycardia and hypotension during the carotid arteriogram. The patient received atropine and fluid bolus. Post index procedure, the patient became light headed, diaphoretic, with difficulty speaking and slurred speech. Diagnosis upon discharge was hypotension after carotid stent. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the bifurcation of the right common carotid artery (r8). The vessel was described as moderately calcified and moderately tortuous. The rate of stenosis was 99%. An angioguard ((B)(4)/ lot 70812440) embolic protection device was advanced and placed distal to the lesion. The lesion was pre-dilated with an aviator (4.5x20) balloon and a precise ((B)(4)/ lot 15570746) stent was successfully deployed in the lesion. The stent was post dilated with a 5.5x20mm aviator balloon. The angioguard was safely removed from the patient. Upon removal there was no debris found in the filter basket. The procedure was successfully completed. During the procedure the patient suffered bradycardia and hypotension. The subject received atropine and fluid bolus. The physician attributed this to reactive hypotension secondary to baroreceptor responses. The patient remained neurologically intact throughout the procedure. The bradycardia and hypotension happened first after long sheath (cook) exchange and at the end of procedure when the sheath was exchanged for a cordis 6f short sheath. The patient's blood pressure also dropped after the angioguard was removed. Symptoms did not occur with stent deployment or angioguard deployment. Shortly after being discharged home, the patient became light headed, diaphoretic, with difficulty speaking and slurred speech. When the patient arrived at hospital, the symptoms had resolved. The patient's CT scan of brain was negative.